Manufacturer narrative:
Concomitant products: product ID 749851, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3998, lot # l55104, implanted: (B)(6) 1998, product type lead; product ID 7425, serial # (B)(4), implanted: (B)(6) 1999, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported she developed meningitis after she had her pain stimulator device removed. It was unknown when the device was removed or by whom. Further follow-up from the patient noted the patient had memory issues and they had a hard time remembering a lot of things. An approximate date of explant was several years ago. The patient could recall the name of the doctor who saved her life by treating the meningitis. That doctor was able to find an antibiotic that treated the meningitis and the meningitis had resolved. The reason for explant was that it did not help them. It was noted they could not remove the whole thing, a wire, because it was too close to the spinal cord. Relevant medical history included failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported the patient had a surgically placed transcutaneous electrical nerve stimulation (tens) unit in her back at one point in time. A meningitis infection was noted to have occurred in 2004, but this was not associated with the stimulation system.